Event description:
It was reported that the patient had an infection at the ipg site. The signs of infection were swelling and puss. The physician assessed the infection as not device related. The ipg and lead were explanted and not returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: explanted 2 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 19335555.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of swelling and puss were noted. The physician assessed the infection as not device related. The ipg and lead were explanted and not returned.